Event description:
It was reported that the pt experienced a loss of therapeutic effect with no stimulation sensation and a stinging at the pocket site. There was no accident or incident related to the event. The pt was being seen in the clinic and the pt status was reported as good. No pt treatment or outcome was reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4). This report is being submitted following an internal audit.